Event description:
The dealer was explaining to the consumer's family how to use the patient lift that he was delivering .the consumer's daughter volunteered to get into the lift and the consumer's other daughter pumped her up when the lift arms (hanger) allegedly snapped in half, dropping the daughter. No serious injury is alleged.

Manufacturer narrative:
The weight of the family member was not disclosed. The device was received and inspected on 3/16/10. Breakage at the weld was confirmed. Complaint history for this product was reviewed, and this is an isolated incident with this manufacturer. Product produced by this manufacturer is no longer distributed by invacare.